Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2025.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced increased implantable pulse generator (ipg) charging. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The ipg was located in the buttock area. The explanted ipg will not be returned as it was discarded by the medical facility. The patient was recovering as expected postoperatively.